Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve damage in a female patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced "personal injuries, including neurological damages." At the time of reporting, the outcome of the events was unknown. Medical records received on (B)(6) 2011: on (B)(6) 2005, the (B)(6) patient was seen by a neurologist with a one month history of numbness of the hands and feet. This was described as pins and needles, and she had difficulty picking up small objects. Her gait was broad based and somewhat spastic and unsteady. Nerve conduction studies showed no evidence of polyneuropathy. MRI of cervical spine showed increased signal intensity within the dorsal columns of the cervical cord extending from c1 to c6 without associated contrast enhancement. Brain MRI showed some t2 hyperintense white matter lesions of indeterminate age. Blood work and cerebrospinal fluid were unremarkable. The neurologist could not determine the cause of the symptoms, and the patient was seen by a specialist on (B)(6) 2005. Further testing was ordered, and the neurologist felt the progressive cervical myelopathy was due to the intrinsic lesion in the cervical spinal cord. The patient's condition continued to worsen, and at follow up on (B)(6) 2005, it was noted that the patient had a severe deficiency of copper which could be associated with the myelopathy. She had been placed on copper a month prior. At follow up on (B)(6) 2006, it was noted that the patient's copper level had been 5 (normal 70 to 155) with ceruloplasmin of 3 (normal 17 to 53). Following treatment, her copper level was 98 with ceruloplasmin of 24. At the current visit, the patient had stopped copper on her own. She required assistance to ambulate with a very spastic gait, had stocking hyperesthesia, and mild to moderate difficulty of fine hand movement. On (B)(6) 2006, copper was normal at 87 with normal ceruloplasmin of 24.6. On (B)(6) 2006, the cervical spine abnormalities were smaller compared to previous studies. The patient was unimproved and wheelchair bound at follow up on (B)(6) 2006, and she continued on copper supplementation at that time. She remained on copper supplementation with little improvement at follow up visits through (B)(6) 2009. She was able to ambulate more with a walker, but had some difficulty.